Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 4.00mm x 32mm liberté¿ stent was advanced but failed to cross the lesion and the stent was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte sds with stent. The balloon was tightly folded with the stent secured on the balloon. Microscopic examination presented no damage or irregularities to the stent. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts of the device. Microscopic examination and tactile presented no damage or irregularities to the hypotube. Microscopic examination presented no damage or irregularities to the tip. Inspection of the device presented no damage or irregularities. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 4.00mm x 32mm liberté¿ stent was advanced but failed to cross the lesion and the stent was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.